Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing issue broken at the site connector. Therefore, the pump indicated high blood glucose level, however, he did not do a finger prick to know the exact number. The infusion had been used for twelve hours. Moreover, they replaced the infusion set and insulin was resumed successfully. No further information available.